Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of leak at injection site closest to patient could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that doxorubicin leaked from the as lvp 20d dehp 3ss cv. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "event #2 it was reported that chemo drug doxorubicin leaked at injection site closest to the patient." "Chemo - doxorubicin. Leaking at injection site closest to the patient."

Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on date via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing fell apart. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "event #3 it was reported that tubing fell apart at junction of y-site and tubing (chemo - abraxane)." "Chemo - abraxane tubing fell apart at junction of y-site and tubing."